Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause and treatment for the peritonitis were not reported. The patient was not recovered from the peritonitis and physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported the patient was performing continuous ambulatory peritoneal dialysis and was not hospitalized for the peritonitis event. Extraneal and physioneal 5l 2.5% (non pvc). The action taken with extraneal and physioneal 5l 2.5% (non pvc) therapies was not reported. Should additional relevant information become available, a supplemental report will be submitted.